Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had dizziness and the condition was getting worse. The patient was given a halter monitor that showed noise at times and premature ventricular contraction followed by 2.5 seconds of pause. The patient was vomiting from the stomach flu and was not dizzy. Other times, dizziness did not correlate with rhythm. The clinician will repeat the halter monitor since the patient is over the stomach flu. The device remains in use. No patient complications have been reported as a result of this event.